Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 serial number (B)(6)due to a false elevated sodium results observed by the customer. The fsr determined that the r1 c4/c8 rgt pr rohs probe was bent and not properly centered in the cuvette, which required replacement and resolved the issue. No additional results have been documented since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant patient results for sn: (B)(6) and there were no service or complaint issues on or around the date this complaint that was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the r1 c4/c8 rgt pr rohs probe. The product monitoring review scorecard was reviewed and found no similar issues for the architect system, the r1 c4/c8 rgt pr rohs probe, or the complaint issue. A review of the manufacturing documentation did not identify any non-conformances or potential nonconformances related to the architect c4000 with regards to the customer reported issue. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect c4000 serial number (B)(6) or r1 c4/c8 rgt pr rohs probe was identified.

Manufacturer narrative:
Patient identifier: complete list of sample ids are (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false elevated sodium results generated from an architect c4000 analyzer (sn: (B)(4)). The customer communicated that the patient physician questioned the result and then the customer ran qc and observed it was out of range. The customer reported previous qc was within range. The following patient sample data was provided: customer provided ranges: na reference range: 136-146 sample ID (B)(6): initial result was 173, repeat result another architect analyzer (sn: (B)(4)) was 146 sample ID (B)(6): initial result was 166.7, repeat result another architect analyzer (sn: (B)(4)) was 140.2. There was no reported impact to patient management reported.